Event description:
It was reported that an ilet system paired with a dexcom g7 experienced intermittent communication, resulting in the ilet entering bg run mode with a ¿dosing stops soon¿ alert, and that signal loss occurred only between the cgm and the ilet; troubleshooting included confirming cgm pairing, verifying no other device connections, and advising a toggle and restart. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with the antenna identified as the involved device component within the electrical and magnetic domain. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.